Event description:
On (B)(4) 2013, leica biosystems received a complaint regarding sub-optimal processing of approximately thirty tissue blocks. The initial report from the customer site stated that two (2) patient cases had to be re-biopsied. As of (B)(6) 2013, the customer confirmed for leica biosystems that only one (1) patient had to be re-biopsied. Patient identifier information was not provided to leica at this time. A follow-up report will be submitted once further information is obtained. Please refer to MFR. Report # 8020030-2013-00031 for information related to the instrument and initial complaint.